Manufacturer narrative:
No pre existing anomaly was detected by the check of the device history records of the lot number involved. This is the first and only complaint on this lot number. We will submit a final report after the conclusion of the investigation.

Event description:
During a surgery on (B)(6) 2025, the tip of the revision - manual impactor (product code: 9038.10.305 - lot: 18aq10r) broke inside the stem, the threaded tip remained stuck and was then removed with other available insturments, causing over 30 minutes of prolonged surgery time. Event occurred in italy.